Event description:
In 2008 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra link meter was giving the error 2 message after 'the meter got water on it'. The pt experienced no symptoms of high or low blood glucose, and she did not seek any medical attention. The customer care advocate determined during the troubleshooting call that the pt's test strips were correct, and the pt's testing technique was correct. The issue was not resolved with troubleshooting. The meter was replaced. The pt did not suffer any injury due to the reported meter. She did not experience any symptoms and denied seeking medical attention. However, as the reported meter was displaying the error 2 error message, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.